Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to mesenteric perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. Additional information received per the patient profile form (ppf) states that the patient experienced mesenteric perforation. The patient became aware of the reported events approximately six months after the index procedure. The patient also experienced chest pain, abdominal pain and back pain.

Manufacturer narrative:
After further review of additional information received, it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation. The patient reported becoming aware of the event approximately five months and three weeks post implant. The patient also reported chest, back and abdominal pain related to the filter. According to the medical records the patient had a prior history of lower lobe pulmonary embolism (pe), and prior pe (approximately forty-one years prior to the index procedure), chronic kidney disease (stage iii), hypertension, asthma, dyslipidemia, degenerative joint disease of the spine, cholecystectomy, hysterectomy, unspecified foot surgery and left lower extremity baker cyst. The indication for the filter placement was anticipation of a total knee replacement and a need to decrease anticoagulation medication. The filter was placed via the right common femoral vein and deployed at the inferior level of l2. A venogram, performed prior to deployment, showed patency of the inferior vena cava and renal inflow just above the superior portion of the l2 vertebral body. Post-deployment venogram showed patency and good positioning of the filter. The patient tolerated the procedure well. Approximately six months and three weeks post implant the patient presented with complaints of back pain radiating from upper lumbar and around to the abdomen at the l2-l3 distribution. A computed tomography (CT) scan of the abdomen showed colonic diverticulosis, cholecystectomy, degenerative disc and joint disease of the lumbar spine and the inferior vena cava (ivc) filter. An echocardiogram showed moderate left ventricular hypertrophy and left atrial enlargement. Magnetic resonance image (MRI) of the spine, noted multilevel degenerative disease with bilateral neural foraminal narrowing from l2-s1 and significant central canal stenosis also at l2-s1, most significant at l4-5. The patient was discharged two days later with a diagnosis of acute back pain (most likely pleuritic in nature or stem from lumbar stenosis) and community acquired pneumonia. Approximately eight years and two weeks after the index procedure the patient underwent a CT scan of the abdomen for an unspecified injury of the ivc. Results of the scan noted the superior tip of the filter was in contact with the medial wall of the ivc and it is located a few millimeters above the right renal vein. The inferior tip of the filter projects within the lumen of the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported perforation could not be confirmed or further clarified. Chest, back and abdominal pain due not represent a device malfunction and may be related to pre-existing patient specific underlying issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced mesenteric perforation. The patient became aware of the reported events approximately five months and three weeks after the index procedure. The patient also experienced chest pain, abdominal pain and back pain associated with the filter.   Additional information received per the medical records indicate that the patient has a history of lower lobe pulmonary embolism (pe), and prior pe (approximately forty-one years prior to the index procedure), chronic kidney disease (stage iii), hypertension, asthma, dyslipidemia, degenerative joint disease of the spine, cholecystectomy, hysterectomy, unspecified foot surgery and left lower extremity baker cyst. The indication for the filter placement was anticipation of a total knee replacement and a need to decrease anticoagulation medication. The filter was placed via the right common femoral vein and deployed at the inferior level of l2. A venogram, performed prior to deployment, showed patency of the inferior vena cava and renal inflow just above the superior portion of the l2 vertebral body. Post-deployment venogram showed patency and good positioning of the filter. The patient tolerated the procedure well.   Approximately six months and three weeks after the index procedure the patient presented with complaints of back pain radiating from upper lumbar and around to the abdomen at the l2-l3 distribution. A computed tomography (CT) scan of the abdomen showed colonic diverticulosis, cholecystectomy, degenerative disc and joint disease of the lumbar spine and the inferior vena cava (ivc) filter. An echocardiogram showed moderate left ventricular hypertrophy and left atrial enlargement. Magnetic resonance image (MRI) of the spine, noted multilevel degenerative disease with bilateral neural foraminal narrowing from l2-s1 and significant central canal stenosis also at l2-s1, most significant at l4-5. The patient was discharged two days later with a diagnosis of acute back pain (most likely pleuritic in nature or stem from lumbar stenosis) and community acquired pneumonia. Approximately eight years and two weeks after the index procedure the patient underwent a CT scan of the abdomen for an unspecified injury of the ivc. Results of the scan noted the superior tip of the filter was in contact with the medial wall of the ivc and it is located a few millimeters above the right renal vein. The inferior tip of the filter projects within the lumen of the ivc. Fluid filled cysts were noted in both kidneys.